Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer¿s blood glucose (bg) level was not impacted. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the customer wears the pump against their skin which may have caused an abrupt temperature change to the pump. Reportedly, a supply change was performed to address the occlusion alarms.